Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No additional event or patient information is available. The receiver was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and will boot. A receiver functional test was performed and passed all relevant testing. The receiver log was downloaded and reviewed, finding no errors related to the complaint due to user acknowledged some of the alerts before audio and\or vibration alert triggered. Audio\vibration test with global receiver communication tool test was performed and passed. Manual try-it audio\vibration testing was performed and passed. The receiver case was opened for an interior inspection and passed. Speaker audio and vibrator intermittent tests were performed and passed. Speaker and vibrator resistance were measured and were within specification. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.